Event description:
Technician alleged the ground resistance on the bed is out of range. No patient impact.

Manufacturer narrative:
The technician replaced the power cord plug head to resolve the issue.